Event description:
The customer contact reported the device did not deliver. The pump was returned to the purchasing dept with an unsigned note that stated, "runs but does not deliver medication." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. Multiple unsuccessful attempts have been made to obtain additional info.

Manufacturer narrative:
The device passed testing for delivery accuracy. A calibrated set was used for testing per the device release specifications.